Event description:
Initial complaint rec'd in august gave no indication of serious problem, experienced some swelling and redness. Stated pt applied the compress to left achilles tendon to relieve gout pain. Left in place for 25-30 minutes. Wanted a refund. On 3/5/02 rec'd notification that consumer had visited a physician and was requesting reimbursement for medical treatment dispensed at the emergency room.